Event description:
It was reported that during the implant procedure, the lead dislodged multiple times. The physician felt the lead no longer extended smoothly and that the tip extension was not working as it had initially. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism.